Event description:
Overheating of conmed/linvatec arthroscopic shaver and handpiece resulting in patient burn. Shaver blade: ref (B)(4), lot #370707. Great white 4.2mm shaver handpiece: ref (B)(4), s/n (B)(4).